Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that rep states patient is in the hospital for an undisclosed reason. This right ventricular lead was suspected to be in the pericardial space due to a perforation. Lead testing noted measurements within normal limits.